Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the guidewire could not be inserted into the lead after several attempts to position the lead. The lead was never implanted, and another lead was used. No patient complications have been reported as a result of this event.